Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. Customer reported feeling "lethargic, weak and overall tired" for two days. Customer also reported not being able to test her blood sugar due to an "error-3" message. Customer self-treated with "hard candy" to counter act her symptoms. There was no report of death, serious injury or third-party medical intervention.

Manufacturer narrative:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. The product has been requested for investigation. A follow up report will be submitted if the meter is returned. Customers and retailers have been informed through the fa16may2006 letter.